Manufacturer narrative:
Complaint is confirmed. Visual inspection revealed the lasso tip of the suture is broken. Functional testing could not be performed due to the damage to the lasso. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used when pulling the suture with the lasso.

Event description:
It was reported that the device was defective. There was no harm for patient, operator or third party reported. No further information received. Update dw 23-oct-2023. Further information were provided that when the surgeon was pulling out the thread with the lasso, the wire loop of the lasso broke at the front.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.